Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the reported loss of sensing and capture was due to a short circuit between the lead coils caused by damaged distal insulation. The insulation damage was caused when the lead was sutured down without using the suture sleeve.

Event description:
It was reported that the physician sutured the lead down without a suture sleeve. After implant, the lead exhibited no sensing or capture and impedance was less than 200 ohms. The pocket was reopened to revise the implant, however when the lead was connected to the pacing system analyzer there was still no sensing, no capture, and low impedance. The lead was explanted and replaced.